Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was seen in the emergency room. It was reported that the rv lead was not capturing at that time. The rv outputs were increased with resolution. Subsequently, the patient's device was interrogated by a local boston scientific field representative. Isometrics and pocket manipulations were not able to yield any issues with the system. At that time, it was noted that an out of range impedance measurement was recorded in the logbook. Subsequently the patient underwent a lead revision procedure to investigate the source of the clinical observations. Upon opening the pocket, it was discovered that the rv is-1 terminal pin was not fully inserted. The terminal pin was cleaned and re-inserted. A good connection was verified and everything checked out normal. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.